Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the scale was inaccurate. There was no patient involvement.